Event description:
It was reported that "the doctor was using the anti-torque to push the connectors and rod onto the screw posts. The ball ring on the lowest connector (s1) popped out of the connector. This happened twice. On the third attempt the connector was able to be seated without the ball ring popping out.